Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of paclitaxel. After an unspecified length of time in use, it was reported that the nurse opened the air filter vent on the convertible piercing pin and reportedly pulled the air filter vent out of the convertible piercing pin. An unspecified volume of solution leaked from the air filter vent onto the floor. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).